Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. The outcome of the peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, further reported as ¿recently¿, the patient experienced peritonitis. The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.